Event description:
It was reported that two unspecified access sets were leaking from an unspecified location. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information b5: received updated information that the access sets were clearlink system non-dehp solution sets. The ¿tubing appeared crushed¿ on one of the sets and ¿the leak was at the y-site right below the pump¿ on the other set. Both events occurred during patient infusions. H10: the customer stated a medsun report will be filed, the reference number was not provided. H10:the actual devices were not available; however, four (4) photographs of the samples were provided for evaluation. A visual inspection was performed to the photographs using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not clearly observed via the provided photographs and due to the nature of the returned sample no additional testing could be performed. Therefore, the reported problem could not be verified. Should additional relevant information become available, a supplemental report will be submitted.